Event description:
Event description guidant rec'd information that the pt with this implantable cardioverter defibrillator expired approximately two months after the implantation of this device. The implant date could not be obtained. There were no specific allegations or complaints against the deivce. The device was explanted, but has not been returned to guidant for analysis. Attempts to obtain add'l info about this reported death were unsuccessful.

Manufacturer narrative:
Event conclusion: as of this report, the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if add'l info becomes available, the event will be reopened. On may 12,2006 guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not rec'd the device nor confirmed any device abnormality.